Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 22mm amplatzer septal occluder was selected for implant. During the implant procedure, the device deformed into a cobra shape when deployed. The device was never released from the cable. The device was removed from the patient and the deformation persisted. Therefore, a new 20mm amplatzer septal occluder was successfully implanted. No patient consequences were reported and the patient is in stable condition.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
N (B)(6) 2020, a 22mm amplatzer septal occluder was selected for implant. During the implant procedure, the device deformed into a cobra shape when deployed. The device was never released from the cable. The device was removed from the patient and the deformation persisted. Therefore, a new 20mm amplatzer septal occluder was successfully implanted. No patient consequences were reported and the patient in stable condition.